Event description:
Patient was feeling ill and was taken to the hospital. Patient's blood glucose was measured at 840 mg/dl and pt was put on an insulin drip to reduce blood glucose level. Their doctor requested patient call to get the device examined. Pt did not feel the device was at fault, pt felt that the flu caused their blood glucose to elevate. Patient was still in hospital at the time of call.